Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during abdominal wall hernia, at the time of tacking the mesh, a loud noise was generated when the handle was squeezed at the first firing. Although the tack was tacked in, the tacking strength was weaker than usual, so the tack was not tacked completely into the abdominal wall. The tack came off and fell into the patient cavity and was able to retrieved. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection noted the timing was disengaged. A test single use loading unit (sulu) could not be loaded onto the returned instrument due to the disengaged timing of the instrument. The articulation knob functioned properly. The handle was actuated with no device loading unit(dlu) attached. The handle could be actuated, however, resistance and crunching noise was experienced. The unit was disassembled and damage was noted to the spur gear. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition could be due to excessive manipulation or to improper loading of the sulu indicated by the damaged spur gear. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.